Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's settings. The incorrect settings led to an unidentified low blood glucose level. Customer called healthcare provider to obtain correct settings. Tandem technical support made multiple attempts to contact customer to troubleshoot but the customer could not be reached.